Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Multiple attempt were made to gather further information but no response was received.